Event description:
It was reported that during testing, an endobronchial tube cuff failed to completely deflate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One endobronchial tube was received for investigation. Visual inspection was performed and observed that the shape of the unit was altered with the stylet wire. Further examination showed air contained in both cuffs. The stylet was removed and air was then removed from each cuff. The stylet was replaced and the cuffs were inflated and the bronchial cuff completely deflated without any issues. However, the tracheal cuff would not completely deflate. The stylet was again removed and both cuffs were inflated and deflated three times without any issues or restrictions observed. The tracheal cuff was found to not completely deflate when tested the tube with the stylet wire present. The customer reported malfunction was verified. However, inflation and deflation tests are performed in all products and all manufacturing controls were found acceptable and effective to detect the reported failure mode.